Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a dead battery. Multiple attempts were made to jumpstart the battery using the mrx and cadex charger but they were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminated suggesting the battery was completely depleted or faulty despite the battery voltage measurement showing 16.51v at the battery terminals. After further evaluating the returned battery, it was found that the battery was unable to power up mrx device and did not appear to be accepting charge. The battery was determined to be faulty. Upon response from the vendor, it was verified that the battery for the unit was faulty due to a non-responsive gas gauge.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a dead battery. Multiple attempts were made to jumpstart the battery using the mrx and cadex charger but they were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminated suggesting the battery was completely depleted or faulty despite the battery voltage measurement showing 16.51v at the battery terminals. After further evaluating the returned battery, it was found that the battery was unable to power up mrx device and did not appear to be accepting charge. The battery was determined to be faulty.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a dead battery. Multiple attempts were made to jumpstart the battery using the mrx and cadex charger but they were unsuccessful. There was no patient involvement.